Event description:
Medtronic insulin pump 770g. I was warned that I had only 9 units in the pump at 12:13pm. At 12:43 the pump asked for a bg. At 14:00 I gave myself a bolus of 14 units before eating. After only 9 units were pumped I got warning that I had 0 units left. But the pump kept pumping, telling me it had pumped 14 units. The pump should stop pumping and give me a notice it could not pump the final 5 units or it should have allowed me to try and pump the 14 units.